Event description:
It was reported that balloon rupture and markerband detachment occurred. The target lesion was located in the heavily calcified mid left anterior descending artery. The lesion was predilated with a 1.5x12mm emerge balloon catheter. Then they inflated the lesion with a 15mm x 3.00mm nc quantum apex balloon catheter a couple of times but on its third or fourth inflation at 24 atmospheres, the balloon burst. The device was removed; however, one of the radiopaque markers detached and stayed in the body. The physician tried to retrieve the marker but was unsuccessful. They were able to positioned it back into the lesion and covered it with a non-bsc drug eluting stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).